Event description:
It was reported by the rep that the surgeon was using(1) er320 clip applier during a lap chole. The surgeon reported that the clip applier did not completely close several of the clips and it then fired two clips simultaneously. Another er320 was opened and used to complete the case. There was no consequence to pt.